Event description:
It was reported that the patient¿s pump had been empty for 12 years as she was unable to pay to have the pump refilled. The patient noted that the pump ¿still beeps sometimes¿. The patient stated the pump was great when she used it and they never had to increase the dose. The caller stated that she had gotten five more herniated discs, a neck problem and stenosis of her spinal cord in her neck. The patient had undergone a surgery approximately 10 years prior to the report at which time she asked the doctor to take the pump out. The doctor decided to leave the pump in. The patient was to have an MRI performed but was denied as the pump was ¿too old¿. The medication delivered by the pump was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, lot# l54311, implanted: (B)(6) 1998, product type catheter. (B)(4).